Event description:
It was reported that the 3 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% experienced device damage while still considered operable. The following information was provided by the initial reporter: syringe broken.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/19/2021. H.6. Investigation: a device history record review was completed for provided lot number 0279391. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one picture sample and one physical sample were returned for evaluation by our quality engineer team. The sample arrived well packaged to avoid any further damage. Through examination of the sample, there was no saline in the syringe and the barrel was observed cracked near the luer-lok area. Based on the investigative results, an exact cause from the manufacturing process could not be confirmed for this incident. H3 other text : see h.10.

Event description:
It was reported that the 3 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% experienced device damage while still considered operable. The following information was provided by the initial reporter: syringe broken.